Event description:
It was reported in clinic notes that the patient's generator's battery was very low and her seizures were worse. The battery status was 11-25% so the generator should be able to provide the intended therapy. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
Correction: supplemental MDR 2 was inadvertently not submitted as a correction even though the information in the MDR was a correction to supplemental MDR 1.

Event description:
It was reported that the patient's generator was replaced due to low battery. The explanted product is not expected to be returned per hospital policy. No further relevant information has been received to date.

Event description:
The doctor reported that the battery was at 11-25%, the increased seizures rate was still better than pre-vns levels, and the believed cause of the increased seizures was low battery and there was no other external factors known. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.